Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated the leak was not visible on the catheter, however, it was stated the contrast study showed a suspected leak around the insertion site into the intrathecal space. It was reported the catheter was sent to pathology.

Manufacturer narrative:
H3: a partial catheter was returned for analysis consisting of the pump segment and pump connector. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Analysis noted that the titanium housing was detached regarding the connector, and the titanium housing was slightly bent with a damaged/deformed retaining ring still attached. H6: the conclusion code d11 pertains to the damage to the connector. The conclusion code d15 pertains to the leak / csf fluid in the pocket. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781; lot# 0218262932; implanted: (B)(6) 2020; explanted: (B)(6) 2021; product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 14-jun-2021, UDI#: (B)(4). H10, b5 update: MFR report# 2182207-2021-01532 was determined to be a duplicate of this report (MFR report # 3004209178-2021-11706). MFR report# 2182207-2021-01532 is now considered inactive any additional information received will now continue to be reported in MFR report # 3004209178-2021-11706. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump and catheter were implanted on (B)(6) 2019. The lot number of the catheter was clarified. Regarding additional information received, it has been determined that MFR report# 2182207-2021-01532 is a duplicate of this report (MFR report # 3004209178-2021-11706). MFR report# 2182207-2021-01532 is now considered inactive. The following information was previously reported in MFR report# 2182207-2021-01532 and any additional information received will now continue to be reported in MFR report # 3004209178-2021-11706. (B)(6) 2021: information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2,000.0 mcg/ml at 250 mcg/day) via an implantable infusion pump. It was reported the patient suddenly lost consciousness when their parent took them in their arms. The event date was reported to be (B)(6) 2021. The patient did not recover and was transferred to the hospital. The patient showed liquid accumulation in the pocket surrounding the pump upon their arrival at the hospital. Midazolam was given. A catheter dye study was performed on (B)(6) 2021; no leakage or obstruction was observed, and the dye went well into the catheter up to the tip. Nothing was suspected with the spinal segment. As there was presence of liquid in the pocket, the surgeon wanted to check the [catheter] connection. They first rotated the connector 90 degrees to the right and left and tugged on the connector; it looked well attached. The surgeon decided to disconnect the catheter from the pump to make sure the connection was good, but they had unusual difficulty and could not disconnect it easily. It was stated the silicone shield separated from the metal. The surgeon was finally able to disconnect it, but the connector was broken by having to pull very hard using rubber-tapped snaps while squeezing the connector on the oval marks. The pump segment was revised on (B)(6) 2021 and would be returned. It was unknown if the issue was resolved. The patient status was unknown. Regarding contributing factors, "nothing in particular" was reported. The patient¿s age was 8 years old and 7 months. Additional information was received from a healthcare provider via a company representative on (B)(6) 2021. The patient was doing well. The patient¿s weight was 31.6 kg. On (B)(6) 2021 additional information was received via a company representative. The liquid that was observed in the pocket was determined to be cerebrospinal fluid. Additional information was received via a company representative on (B)(6) 2021. The lot number of the catheter that was explanted / associated with the event was clarified. The catheter was being sent to the manufacture.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot# unknown, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving baclofen (unknown) 2000 mcg/ml at 250 mcg/day via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021, the patient came in with severe dystonia, and the healthcare professional (hcp) discovered that there was a leak at the connector. The hcp then wanted to revise the connection between the pump segment and spinal segment of the catheter. The hcp removed the entire 8781 spinal segment and added an 8782 spinal segment. The manufacturer representative contacted the device manufacturer technical services department for assistance on how to prime just the 31.8 cm of the new 8782 spinal segment. The device manufacturer technical services department assisted the manufacturer representative with an advanced prime of 0.07 ml. They did not attempt to aspirate from the catheter access port (cap) because they did not have a cap kit to perform aspiration.